Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the user experienced a high blood glucose. Customer's blood glucose value was 25.6 mmol/dl. The customer alleged the insulin pump was under delivering insulin because of insulin flow blocked alarm but the event was resolved by changing the set. Customer treated with insulin pen for high blood glucose. Customer feel ok to do troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.